Event description:
It was reported that patient presented to the hospital with symptoms of congestive heart failure. Upon device interrogation, high out of range, high capture threshold was observed on right ventricular lead resulting in the patient being supported only by their left ventricular lead. The lead was capped and replaced the same day. The procedure concluded successfully with the patient having remained in stable condition before, during, and after the procedure. The patient will continue to be monitored.